Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer. Reportedly a new cartridge was loaded, and insulin delivery was resumed.